Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right atrial lead exhibited a loss of sensing. No other electrical anomalies were noted. On (B)(6) 2018, the lead was capped and replaced. During the procedure, the patient experienced a slow ventricular tachycardia which was broken with fibrillation. The patient was at sinus rhythm following the procedure.